Event description:
It was reported that this pacemaker exhibited atrial undersensing. The impedance measurements were within the normal range. The patient had to undergo magnetic resonance imaging (MRI) and the plan was to evaluate the device. The health care professional (hcp) called in for assistance for programming this device in MRI protection mode. Technical services (ts) confirmed that this is MRI compatible system. The hcp was going to call back if they needed any further assistance exiting from MRI mode. This device currently remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Given the programmed parameters and other data stored within the memory of the device, the actual rate of battery depletion appears to have fallen within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.

Event description:
It was reported that this pacemaker exhibited atrial undersensing. The impedance measurements were within the normal range. The patient had to undergo magnetic resonance imaging (MRI) and the plan was to evaluate the device. The health care professional (hcp) called in for assistance for programming this device in MRI protection mode. Technical services (ts) confirmed that this is MRI compatible system. The hcp was going to call back if they needed any further assistance exiting from MRI mode. This device currently remains in service. No adverse patient effects were reported. Additional information received indicated that this device was explanted as part of therapy upgrade. The device was returned, and analysis was completed, and the report is updated with the product investigation results.